Manufacturer narrative:
Conclusion and justification status: the complaint states revision knee replacement performed on (B)(6) 2016 patient underwent primary tkr on (B)(6) 2015. Post surgery the patient has always complained of pain around the lateral aspect of the tibia. X rays show overhang of the tibial tray on the lateral side. A decision was made to revise the tibial tray. On opening the knee, the tibial tray was found to be well fixed. The tray was removed and an mbt revision tray with short stem implanted (size 2.5), a rp cr insert was implanted. A complaint database search did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Post surgery the patient has always complained of pain around the lateral aspect of the tibia. X rays show overhang of the tibial tray on the lateral side.